Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the xcela pasv PICC product family and the failure mode "guidewire unraveled. " no adverse trend was identified. The end user's reported complaint description cannot be confirmed nor can a root cause be determined as no sample was returned for evaluation. The guidewire is supplied to angiodynamics by (B)(4). (B)(4) has been notified of this event via scar (supplier corrective action request) for informational purposes only. The directions for use provided with the xcela PICC contains guidance on use and removal of the supplied guidewire. ((B)(4)).

Event description:
As reported - the wire madrel packaged with the xcela PICC was advanced approximately 10 cm into the patient's vein when resistance was met. The needle was removed and then the wire. The wire was unraveling when being removed and one piece of wire was in the patient's vein and was eventually removed. " no product will be returned for evaluation.